Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was receiving calibration errors. Blood glucose at the time of the incident was 13.2 mmol/l. Troubleshooting was performed. The customer removed the sensor and the cannula was shorter. The product will not be returned for analysis.